Event description:
Before the product was removed from the packaging, it was noticed that the stent on the delivery system was partially deployed at the distal end. The product was never taken out of the packaging or was it used in the pt. The product was properly stored and there was no damage to the packaging noted.